Event description:
The customer reported proximal pressure sensor auto zero failed. No patient involvement. The remote service engineer discussed troubleshooting the error per the service manual and provided the part numbers for proximal autozero solenoid & data acquisition (da) printed circuit board assembly (pcba) cable. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer reseated the data acquisition printed circuit board assembly (da pcba) cable and the issue was resolved.